Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was defective and required corrective maintenance/repair. The programmer passed incoming tests but failed the safety test following cleaning. The programmer no longer powered on. The main board and the boards flash drive were replaced. It was also determined at analysis that the backup battery was worn out. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was defective and required corrective maintenance/repair. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.